Event description:
An asymptomatic patient presented to the clinic after feeling the patient notifier. The rv pacing leading impedance showed an abrupt drop. It was noted that a non-sustained episode from (B)(6) 2010 showed noise on the rv lead that caused a vf diagnosis. Noise was not reproduced even after another follow-up. The physician will monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.